Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor communication on their implantable neurostimulator recharger (insr) in (B)(6) 2017. A week after implant the patient¿s manufacturer representative (rep) explained the insr to the patient and the patient saw the boxes, but when they tried on their own after the appointment they never saw the coupling boxes on the screen; they saw the reposition antenna screen. The patient reported that there was poor coupling while recharging and poor communication. On the day of the report, the patient stated that their insr and patient programmer were not connecting to the implant. The patient programmer showed the charge ins screen. The insr initially showed a poor communication screen, then after the patient repositioned they had coupling bars filled 4, 0, 8, 0 ,etc. The patient stated that they did not ever see the boxes on their insr so they just used their patient programmer instead. The patient reported that since (B)(6) 2017 they had a return of leg pain because their ins was off/low ins battery. The patient stated that their ins helps them so much with leg circulation and walking without a cane, but currently their legs were killing them. It was also noted that on the day of the report the patient could not get their belt on. It was suggested that the patient try adhesive discs, so they were sent to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had a meeting with a nurse and were shown what to do. The patient reported that at first, they didn't see bars until they knew how to use the device. The patient reported that their pain "was a 9." The patient reported that the device was working well and was helping their backside, legs, and feet. The patient stated that when the device is in, they are pain free. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported that their pain is very hard. The patient stated that after using the device everything was okay. No further complications were reported/are anticipated.